Event description:
It was reported to philips that the device froze and displayed a blue screen. After restarting, the device was unable to produce x-rays and gave a message stating ¿post-processing not active¿. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during a planned, non-emergency procedure. The procedure was completed by transferring the patient to another room, utilizing the customer's second cv system. A philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to produce x-rays. Upon troubleshooting fse found that the issue was caused by a faulty power supply of the image disks. To resolve the issue, fse replaced the power supply of the image disks. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.